Manufacturer narrative:
Product analysis:the superior shaft is broken off at the centerline of the pivot pin hole. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The above observations are consistent overload of the instrument.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that intra-op, the bottom "jaw" of the pituitary's mouth broke off. The product came in contact with the patient. Patient complications were reported unknown.